Event description:
Physical therapy was working with the pt when they felt a "pop" at the angio-seal site. Pt developed a right abdominal hematoma and was hypotensive. Went to o.r. For a right femoral artery repair (the vasoseal that had been placed at the time of the cardiac cath earlier, had pulled out of the artery partially, this was completely removed). The co said they have never had this problem. The pt later went to rehab and was discharged home.